Event description:
During a c5 corpectomy with fusion, applying plate with 4 screws. Fourth screw engaged bone and went 3/4 way into bone and would not go any deeper. Surgeon applied more force to screw with screwdriver and stripped out head of screw. Unable to advance or back it out. Tried a variety of instruments to grasp to remove screw, eventually able to back it out. Attempted to place a revision screw in place of damaged screw-during placement, screw came into contact against plate and sheared the threads. Replacement was required. Placed screw into hole created and the screwdriver tip broke off of the instrument. Tip was loose and retrieved. Surgery prolonged surgery 1 hour. X-rays performed post op. Surgeon pleased with placement of plate and screws. Patient discharged in 2007.

Manufacturer narrative:
The sample and all available information have been forwarded to our manufacturer, aesculap ag, in another country, for further analysis.